Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/ non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the arterial sheath retracted during suturing. The devices were re-prepped, and the procedure was completed. Post procedure, the patient was unable to move his right arm upon command. The physician elected to perform a transfemoral carotid artery stenting (tfcas). During the tf-cas procedure, imaging revealed a patent stent and upon reviewing the final angiogram the physician identified a possible dissection in the common carotid artery (cca). An unplanned additional stent was placed proactively to treat the dissection. The physician could not determine when the dissection occurred and did not attribute the dissection to a silk road medical device. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/ non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.